Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported that the buttons on the insulin pump were hard to press for the last week. Customer reported having to push harder than normal on the escape and act buttons to get a response. Customer also reported that the insulin pump had physical damage in the form of cracks on the screen. Blood glucose level was 95.4 mg/dl at the time of the call. No further information was provided.